Event description:
Additional information was received stating the patient did have symptoms related to the eos. The symptoms did have relation to the hospitalization.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp), via the manufacturer¿s representative (rep), who reported the deep brain stimulation (dbs) battery was suspected (unconfirmed) to be at end of service (eos). It was unknown what factors may have led or contributed to this issue. The consumer was currently an inpatient at a hospital so the rep contacted reps in the consumer¿s area along with the hcp office to find someone who could interrogate the system to verify the eos status. If this group was unable to do it they were going to contact another hcp's office to find a programmer to help. Surgical intervention was planned but had not yet taken place, so the issue wasn¿t resolved. Additional information received from the rep, which was confirmed with the healthcare provider (hcp), stated the cause for the hospitalization was unknown but possibly related to the device reaching eos which was confirmed by interrogating the device. Surgical intervention was planned for june 3rd to replace the device. On june 3rd the rep called and asked how to run impedances on an eos battery, but they were unable to do so because the tablet displayed a message that said therapy impedance was not available after eos. The rep provided the following information about impedances: left side monopolar: 800, 908, 896 ohms bipolar: 1 ,300, 1,200, 974, 1,350, and 1,085 ohms. Right side monopolar: 1,048, 982, 829 ohms bipolar:1,707, 1,522, 1,347, 1,496, 1,155, and 1,062 ohms. The rep noted they were going to be replacing the ins. During surgery, the clinician programmer was used to observe impedances intra-op, which were all normal except for electrode 11. Electrode 11 seemed to have a chronic issue. Relevant medical history includes parkinson¿s disease. No patient symptoms or further complications were anticipated. Unrelated intra-operative impedance issue/oob failure event captured in (B)(4).